Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post-implant device check. The right atrial lead was observed to be sensing ventricular events and had loss of capture. An x-ray confirmed the lead was dislodged. The lead was repositioned successfully and the patient was in stable condition following the procedure.